Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during the implant procedure the physician had trouble securing a good position in the heart. After several tries the physician opted to remove the lead and replace it with a new lead, which was placed in the apex successfully. No patient complications have been reported as a result of this event.